Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed; however, a current test could not be performed due to an open circuit. It is possible that the open circuit was due to overheating of the unit. Based on the investigation performed, the reported complaint was confirmed. All aquatherm heaters are 100% inspected during manufacturing; therefore, a defect of this type would be detected prior to release from the manufacturing facility. It was determined that operational context caused or contributed to the reported defect.

Event description:
Customer complaint alleges "the unit is not heating up". The alleged defect was detected prior to use. It is unclear if the alleged defect was detected in the clinical setting. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A device history record investigation of the device involved in this complaint did not show issues related to this complaint.a record assessment (fmea) was conducted and no changes required.the device sample has been returned to the manufacturer. However, the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "the unit is not heating up". The alleged defect was detected prior to use. It is unclear if the alleged defect was detected in the clinical setting. There was no patient involvement reported.